Event description:
It was reported that the e-sep safeair pencil activated without pressing any buttons by the surgeon. It was reported that the procedure was completed successfully. No information was available regarding how the issue was noticed, patient involvement, medical intervention or surgical delay.

Manufacturer narrative:
D9: unknown if the device is available for return - the field will be updated once the information is provided.

Event description:
No new information.

Manufacturer narrative:
H6: the quality investigation is complete.